Event description:
Add'l info rec'd from reporter 11/27/2000: medical equipment investigation report. Visual: no obvious damage or defects. Charger on led's sequencing from green to yellow with no battery. Battery inserted, yellow led illuminated. Controls/settings: main power switch in off position. Pacer controls unknown in off position. Indications & alarms: unknown in off position. Power on. Visual: monitor on-audible beeps check pads poor pad contact displayed. Defib power on-defaults to 200 joules. Operational test: unable to obtain ECG, flexed cable and position-still unable to obtain ECG-determine break in ECG cable. Was able to obtain ECG via fast patch cable. ECG cable and defib-fast patch cables have no visual obvious damage or defects. Delivery of discharge, recorder prints event.

Event description:
Received this pt into ER per ems with CPR in progress at 2005. Placed pt on zoll monitor per EKG cable with no reading received. Made sure EKG was on appropriate lead and it was lead ii as indicated. Checked EKG leads found to be intact and in proper position, checked cables connections and found to be in proper position and in good contact. Still no EKG reading. Pt was then placed on escort EKG monitor and obtained reading with with good results. Nurse continued to intermittently adjust the zoll monitor EKG cable where it attaches to the monitor and received an EKG reading after manipulating the cable where it inserts into the zoll monitor. An EKG printout was then obtained from the zoll monitor at 2018. Resuscitation efforts were unsuccessful, the pt expired. Following the reporting of the zoll monitor failure, it was tested by placing monitor pads on an employee, then attached to the EKG cable. There was no eck reading. The cable connection at the monitor sight was manipulated, the EKG readings would occur intermittently with positioning on the cable connector site. The zoll-m series monitor used in this event was a loaner. The original zoll-m series monitor purchased in 12/99 had episodes of EKG failure of this same nature. The monitor was sent in for repair. It was returned 9/8/00. Both units are taken out of svc.